Event description:
Upon completion of a bilateral femoral arteriogram, the physician was removing the diamondback 360 athrectomy device and it became lodged at the level of the aortic bifurcation. Several attempts were made to remove the device. While the device was attempting to be removed, the sheath tore in half at the level of the insertion site (just under the skin) at the left groin. Pressure was immediately held due to the bleeding and a pressure device was applied. The remainder of the broken sheath was extracted and the patient was then transferred to the or for repair of the right femoral artery.